Event description:
The customer reported that while running an human immunodeficiency virus p24 antigen assay, summit sample handler did not pipette sample in well position b12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.